Event description:
The customer reported that during use of this ablator in an arthroscopic shoulder procedure, the device operated on its own. There was no report of serious injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: to date, this device has not been received for evaluation. A follow-up report will be sent upon completion of the evaluation.